Event description:
See also MFR report 2182207200904204. The pt hadn't charged the devices in four months. She had difficulty charging the devices due to arthritic shoulders. The stimulators would not communicate with the recharger, the clinician programmer, or the pt programmer. The physician recharge model was attempted four times without success. The physician recommended replacing the device with non-rechargeable systems.